Event description:
It was reported that the system 9800 was not operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system interconnect cable had a loose and pushed pin. The pin was secured and the system was tested and found to be working as intended and placed back into service.